Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the xience alpine 3.0 x 28 mm stent came off the balloon while removing it from the hoop. The device was not used and there was no patient involvement. There was no resistance removing the device from the dispenser coil or during removal of the stylet or protective sheath. Another xience was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. As there were crimp marks on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during preparation of the device negative pressure during sheath removal and/or inadvertent mishandling resulted in the reported stent dislodgement resulting in the noted material deformation (crushed/mangled stent). The noted bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.